Manufacturer narrative:
(B)(4). G2: foreign- russia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that oscillating saw attachment stopped working while preparing for surgery. This event is related to malfunction that could potentially lead to serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.